Event description:
It was reported that bd bbl¿ trypticase¿ soy broth have microbial contaminated tubes. The following information was provided by the initial reporter: customer reports about 200 tubes (2pk) are contaminated.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase¿ soy broth have microbial contaminated tubes. The following information was provided by the initial reporter: customer reports about 200 tubes (2pk) are contaminated.

Manufacturer narrative:
H.6 investigation summary: material 297354 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record reviews for batch 2062203 was satisfactory and no quality notifications were generated during manufacturing and inspection. In process checks are performed during manufacturing at designated intervals per procedures. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure and fill volumes were within specification. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product the bhrs are reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and other complaints have been taken on this batch for contamination for non-viable organisms. Retention samples from batch 2062203 (10 tubes) were available for inspection. No media defects such as turbid media or sedimentation were observed in 10/10 retention samples from visual inspection. For investigation of the complaint, retention samples were tested. Retention tubes were incubated at 20 to 25 degrees c (1 tube) and 33 to 37 degrees c (1 tube). At seven days incubation, tubes were inspected and neither retention tube had microbial growth or change in media appearance. Two photos were received to assist with the investigation: both photos show two tubes from batch 2062203. The media in both tubes does appear to be turbid/contaminated. No returns were received to assist with the investigation. This media is terminally autoclaved after formulation and filling to reduce bioburden but does not have a sterile claim. Product should not be used if medium shows evidence of contamination, discoloration, drying, or other signs of deterioration. This complaint can be confirmed for contamination based on the evidence provided by the photos received. Bd will continue to trend complaints for contamination/non-viable organisms. No additional actions are indicated at this time.